Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/17/2016 with the following findings: during investigation, the display was found to be dim and discolored. Unrelated to the issue, the audio bolus button was missing. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed the display was dim and discolored. This report is made based on results of investigation completed on 11/17/2016.